Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the discharge problem. The fse evaluated the device on site. The fse ran the self-test, checked the hardware and restarted the device, the device was confirmed to be fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The device was confirmed to be fully functional, no malfunction observed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.